Manufacturer narrative:
Can not confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery is defective. There was no reported patient involvement